Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 712 mg/dl. Customer had to go to the emergency room per her health care professional advice, she stated that they were able to get her blood glucose down using manual injections when using the insulin pump blood glucose was continue to rise. The customer was assisted with troubleshooting. Customer was experiencing eye issues like dry eyes and blurry. The customer was treated with manual injection, insulin pump and intravenous injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that drive support cap was normal. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reported they was unsure bolus wizard was programmed accurately. Customer stated that they performed high pressure test and test result did not pass but tubing was clamped correctly, they repeated the test and test was passed. The customer stated that blood at site did not troubleshoot. The insulin pump will not be returned for analysis.